Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. The primary bolus prime process passed successfully. An underwater leak test was performed to verify the liquid and air side areas of cassette and bubbles were observed coming from unit, specifically from a y-port. Microscopic examination revealed that the rubber silicone inside the k-zero from the y-port was torn/cracked. The customer complaint is confirmed. The potential root cause of the leak in the y-port could be related to the supplier manufacturing assembly. It is possible that the defect originated during the component manufacturing process at the supplier. In addition, a potential customer misuse was evaluated as a possible root cause, since the customer may have inserted a syringe type different from the commonly used (needleless syringe) into the y-port. However, despite due diligence efforts, communication with the customer could not be established to confirm this potential root cause. The current process controls detection include 1) visual and dimensional sampling inspection at incoming inspection area, 2) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.

Event description:
The following has been reported: nurse reported: "infusion at rate of 700 ml/hr. About 50ml infused before leak noticed. Replaced the tubing. " injury/adverse reaction: no. Active infusion stopped: yes. Drug: normal saline. A preliminary review identified the following issue: administration set breaks (any part) reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.